Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer was able to successfully load a cartridge and resume insulin on the fourth try. The customer's blood glucose level was 291 mg/dl. The customer delivered a correction bolus via the pump. Reportedly, the customer has manual injections available as alternate insulin therapy.